Manufacturer narrative:
MFR control no: (B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It is reported the catheter was placed in a male pt in the operating room via his right internal jugular vein. The catheter was placed on (B)(6) 2013. On (B)(6) 2013, in the intensive care unit, it was noted that the infusion solution dropped out the blue extension line near the hub. As a result, the catheter was removed and replaced by a cb-25703. The tip of the catheter was out for microbiological investigations (this is being done regularly). In outer to locate the leak, the blue extension line was flushed. During this flushing, the extension line detached without any force applied. Medications infusing were: ileus op, nacl, parental nutrition: smoskabisen, intermittently supplied drugs: terazelin, tazobactam, heparin, kalziumchlorid, delafundin 4%.